Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.(B)(4)

Event description:
The customer reported that the insulin pump alarmed button error while attempting to move stuff and it was not moving. The blood glucose reading was 346mg/dl. During the call, the customer mentioned that the insulin was exposed to water when she was in a pool. Advised the caller to discontinue use of the device and revert to back up plan. No further information was provided.